Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the hub of catheter broke off line. No patient harm or injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter appeared intentionally severed. The severed portion was not returned. Visual inspection of the catheter revealed the proximal extension line separated from the luer hub. Remains of the extension line molding were observed inside the proximal luer hub. The extension line separation point was rough and jagged. The catheter length measured 13 3/4", which is not within the specifications of 20 11/16"-20 15/16" per product drawing. This indicates that at least 6 15/16" of the catheter was severed and not returned. The proximal extension line outer diameter measured 0.0950", which is within the specifications of 0.093"-0.097" per product drawing. The proximal extension line inner diameter measured 0.058", which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the returned catheter was performed per the instructions-for-use (IFU) provided with the kit , which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed with water using a lab inventory syringe. Water was observed exiting the severed end of the catheter. No leaks or blockages were observed. Functional inspection of the proximal extension line could not be performed due to the damage. A manual tug test confirmed the distal extension line was secured onto its luer hub. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection confirmed the proximal luer hub separated from the extension line. The catheter met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the hub of catheter broke off line. No patient harm or injury was reported. The patient's condition is reported as fine.